Event description:
Patient reported use of a pod on the leg for an estimated duration between 5 and 24 hours. During use, the patient experienced pain and soreness at the infusion site, with elevated blood glucose levels up to 20 mmol/l (360 mg/dl). Upon pod removal, the patient observed the infusion site to be red, hot, inflamed, and swollen. The patient removed the pod prior to seeking medical attention on (B)(6) 2026. The patient reported that a physician later explained the event as incomplete cannula insertion, resulting in insulin pooling under the skin. The physician diagnosed a skin infection at the infusion site and prescribed oral flucloxacillin (1 tablet, three times daily for 10 days). The patient also reported use of over-the-counter pain medications, including paracetamol and ibuprofen, for symptom management. If additional information becomes available, a supplemental report will be provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.